Event description:
A pt reported blood glucose results of 207 and 101 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported received a not ok and retest messages that were not resolved with troubleshooting. The pt did not experience any symptoms, nor did they report any adverse events. The meter has been replaced.